Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery, an ophthalmic trocar tip was broken. The surgery was completed after replacement of product. The surgery was completed on the same day without any patient health impact.